Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v914061, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had noticed a ¿buzzing almost electric shock like sensation¿ in their right groin area; however, on the day of report they noticed it a lot more than normal. It was stated the cause of the event was unknown. The patient did not contact the doctor¿s office so they cannot comment on the event. The patient had not been seen since (B)(6) 2012.